Manufacturer narrative:
This report has been identified as b. Braun medical, inc. Internal report (B)(4). The complaint is under evaluation. A follow-up report will be provided after the examination results are available.

Event description:
As reported by the user facility: nurse reported that an infusion was delivered in a much shorter period of time than what was programmed.

Manufacturer narrative:
This report has been identified as b. Braun medical, inc. Internal report (B)(4). The actual device involved in the reported incident was returned to b. Braun medical in carrollton, tx for evaluation. When the device was evaluated the reported issue was not observed. The device operated as intended. Preventative maintenance was performed. Delivery accuracy of 250ml/hr and 25ml tested in spec at 6 minutes 2 seconds or 99% of expected accuracy.